Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. Initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the bronchial artery embolization (bae) procedure, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l16184) was used with the concomitant excelsior® 1018® microcatheter (stryker); the sheath introducer was connected to a y-connector but the detachable coil delivery system was impeded in the microcatheter and could not be advanced. It was retracted per the instructions for use (IFU) but the same issue continued. The complaint coil was replaced with another coil of the same size and the procedure was resumed. There was no report of any patient adverse event or complication. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 6.00cm galaxy g3 mini coil was returned and received contained in a pouch. Visual inspection was performed. The marker band was found at 41cm from the hub; this is within specification. Microscopic inspection was performed. The embolic coil was observed kinked and damaged. A review of manufacturing documentation associated with this lot (l16184) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Functional testing was precluded due to the condition of the embolic coil on the returned device being kinked and damaged. The complaint documented that the detachable coil delivery system was impeded in the concomitant microcatheter and could not be advanced. The issue was not confirmed through functional evaluation as the device could not undergo functional test. The kinked and damaged condition observed on the returned embolic coil may have been contributing factors to the issue of the coil being impeded in the microcatheter. Coil kinking is a known potential issue associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink from occurring. The kinked and damaged condition was not originally reported with the complaint. The exact cause of the observed condition of the embolic coil cannot be conclusively determined, but it is likely due to force that may have been inadvertently applied on the device when the sheath introducer was connected to the y-connector and the device could not advance. The force may have resulted in the coil becoming kinked and damaged as observed when the device underwent microscopic inspection. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 6.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil kinked and damaged as observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the stretched condition observed on the returned coil was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the bronchial artery embolization (bae) procedure, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l16184) was used with the concomitant excelsior® 1018® microcatheter (stryker); the sheath introducer was connected to a y-connector but the detachable coil delivery system was impeded in the microcatheter and could not be advanced. It was retracted per the instructions for use (IFU) but the same issue continued. The complaint coil was replaced with another coil of the same size and the procedure was resumed. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed kinked and damaged. Based on the product analysis 4/6/2020, this event has been deemed MDR reportable as a ¿malfunction.¿